Manufacturer narrative:
Follow-up # 1 ((B)(4) 2013)-device evaluation: the products involved with this complaint have been returned and evaluated by product analysis (pa) respectively on (B)(4) 2013 with the following findings: the meter was evaluated and found to function properly; pa was unable to duplicate the complaint. The test strips passed testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging her onetouch select mini meter read inaccurately high. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began within the last few weeks prior to contacting lfs. Results were not provided; however, due to the higher results, the patient started to compare the subject meter with another device. On (B)(6) 2013, the patient reported blood glucose results of "13.4 mmol/l" with the subject meter and "8.5 mmol/l" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 1.7 mmol/l. The patient manages her diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to her usual management routine. Each day, starting on (B)(6) 2013, the patient claims she would feel bad and had symptoms of sweating and weakness. The patient would drink a carbonated soft drink and reportedly felt better within a few minutes after. The patient denied testing on another device. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.